Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to resolve the issue. Subsequently, the cartridge did not fit properly on the pump. Customer replaced the cartridge to resolve the issue. Additionally, it was reported that a minimum fill notification occurred after filling the cartridge with 300 units of insulin. The customer loaded a new cartridge and was ultimately able to resume insulin therapy. The customer went to the emergency room (ER) and was subsequently admitted to the intensive care unit (ICU) due to an elevated blood glucose level of 408 mg/dl and diabetic ketoacidosis. Customer was treated with intravenous fluids and anti-nausea medication and was released from the ICU on (B)(6) 2019 with no permanent damage.